Manufacturer narrative:
The manufacturer previously reported a ventilator's sensor board was replaced for a ventilator inoperative alarm condition. During further evaluation of the device at the manufacturer's service center, the device continued to alarm for a ventilator inoperative alarm condition. The device's system board was replaced to address the issue.

Event description:
This notification was opened for review due to an allegation the device was alarming for several alarm conditions and failed a test step during testing. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for several alarm conditions and failed a test step during testing. The device was returned to the manufacturer for evaluation and no test failure's were observed. A "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue.